Event description:
The following has been reported: pump problems. A preliminary review of the device log files identified: electrical hardware failure (18v). The device was returned for evaluation. Upon return, the device started up with a state 1 alarm. Log files indicate sensor hardware failure (dsps sensor). Investigation found the fva flag pcba and av flex cable are damaged. Removed and replaced the fva flag pcba and av flex cable, unit started up with no errors ( state 1 alarm no long occurring). Performed mock infusion with no errors. The lcd screen is damaged due to broken screw mounts. The handle assembly is damaged due to broken screw mounts. The lever boot retaining plate is damaged due to being cracked. The fva pins and loading pins are exhibiting drag. Removed fva assembly and fva pins and loading pins have debris. Cleaned fva and loading pins and channels. Reassembled fva assembly. The handle assembly, lcd screen, lever boot retaining plate, fva lip seals, and upper/lower loading pin lip seals will be removed and replaced during the repair process. Reporting as a conservative measure due to the dsps sensor issue identified during investigation. No adverse effects were reported.